Event description:
It was reported that the programmer pen sometimes does not work properly and then sometimes the black window appears with an error displayed. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).